Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer checked the system and confirmed that the system was indicating that fluoroscopy and cine were not possible. Fse found that the defective power inverter (point) certeray was causing the fluoroscopy and cine to not be possible. Fse replaced defective power inverter (point) certeray. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy and cine were not possible. The system was in clinical use when this occurred.. There was no report of harm. Philips has started an investigation of this complaint.